Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with a cvp sensor failure after connecting the ECG monitoring. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Evaluation codes: updated. Two pictures of the product pouch and label were provided for the analysis of this complaint, no samples were received. Pictures provided show affected lot number. No additional evaluation can be performed based on pictures provided. The complaint could not be confirmed as no product or product photos were provided. Without the return of the device a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.